Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 330mg/dl and 144mg/dl. No quality controls were run. No adverse event reported. Customer had no strips to return; a replacement was sent.